Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter experienced leakage. The following information was provided by the initial reporter: (B)(6) 2022. Puncture the indwelling needle for the patient, enter the blood vessel, and the yellow cap leaks the medicine when the medicine is put in. Cannot be used normally.

Manufacturer narrative:
Investigation summary:DHR review(lot#1356934): the complaint gauge is 20g, assembly at auto line 4 in dec. 2021, packaging at r240 packing machine in jan. 2022, lot quantity is (B)(4). Review the in process test and outgoing test reports for this lot products, all test results meet the product specifications, no abnormal for it. Review the production records and machine troubleshooting records for this lot products, no abnormality, deviation or rework activity. Review the outgoing inspection records, the prn torques meet the outgoing inspect requirement. The prn lot number for this lot products is lot#1323629/1323628, review the incoming inspection results, no abnormal for it.no actual samples and pictures were returned from the customer, the defect status cannot be confirmed.in the assembly process of prn, there is torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the connection site to a certain depth and the thread has a good fastening effect. If the prn is not in place, the device alarms and removes the product. However, although prn is fastened to the product during assembly, prn may come loose if it is shaken during transportation. Therefore, the operating procedure in the product manual suggests that the prn should be tightened before use to prevent leakage. As no defective sample returned, we could not confirm the leakage of prn caused by other reasons during the process.the retained sample of this batch is taken for leakage test and prn removal torque test, and the test results meet the product specifications. Conclusion:no abnormality is found on process and the retained sample, as no defective sample returned, and the nurse's usage is unknown, the root cause of prn leakage cannot be determined.